Event description:
A malfunction was reported on the customer's pump, identified with a malfunction code. The customer reset their pump on their own prior to calling into tech support. There was no adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.